Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller in doing so. The issue did not recur after the reset, and the caller was advised to continue using the pump and to call back if the malfunction code appeared again.